Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a sudden rise to high threshold and impedance measurements. It was further reported that the lv lead exhibited unstable thresholds, no capture, and it was determined that the lead had fractured. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.